Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated, a pt was splashed with a medication. The pt was receiving the medication via a tb needle. During the injection, the needle became detached from the syringe and drug splashed in the pt's eye. Nurse rinsed thoroughly and followed her clinic protocol for medication exposure.